Manufacturer narrative:
The device was inspected on-site, where the reported issue was confirmed. During troubleshooting, the control printed circuit board (pcb) was identified as the cause of the failure and was subsequently replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided; therefore, a device log analysis could not be conducted, and the reported issue could not be confirmed in advance. The replaced control pcb was returned for further investigation. A visual inspection of the returned control pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device failed the gas supply test and the flow transducer test during the pre-use check. During ventilation, the device started to alarm for high o2 concentration and low expiratory minute volume. Further investigation of the returned pcb revealed that the output signals from an integrated circuit (ic) on the pc board were consistently 0v, whereas they should normally alternate between 0v and 5v. The control pcb is part of the breathing bre subsystem, which is responsible for patient treatment¿specifically, regulating inspiratory and expiratory gas flow. The defective ic is part of the buffers circuit, and its output signals control the gas modules. During breathing, these signals should alternate between 0v and 5v, functioning as an on/off control for the gas modules. The conclusion is that the reported ventilator failed to meet its specifications during the reported event. Further inspection of the pcb confirmed that the cause of the issue was a malfunctioning ic component on the replaced control pcb.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).